Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced infusion set leakage at the beginning of the tubing on (B)(6) 2024 which led to high blood glucose. High blood glucose was addressed using insulin pump. The infusion set was in use for 3 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.